Event description:
The pt expired and an autopsy was not performed. The physician indicated that they have "no reason to believe that the pt's vagal nerve stimulator was malfunctioning or having any other problems." However, physician indicated that the relationship between the ncp system and cause of death is unknown. Additionally, the physician stated that has seen the pt not long before the pt's death, and things were going well.